Manufacturer narrative:
Reported event: the reported device was a pelvic array adaptor assy, catalog# 112240, lot # 19070212 that was cross threading with a mating component. Device evaluation and results: visual inspection: visual inspection shows that there is a dent in the first thread on one side of the part that has the two internal threads. See attached picture. The dent is consistent with a sharp metal object striking the thread with a lot of force. This could be from the adaptor falling on another instrument; or another instrument falling on it. Dimensional inspection: dimensional inspection was not completed as the visual inspection was sufficient to confirm the failure mode. Functional inspection: the damaged internal thread on the adaptor was not able to accept a screw from a mating part confirming the failure mode made in the complaint. Device history review: a review of the device history records shows that (B)(4) parts were received, inspected and accepted into final stock on may 22, 2012 with no failures. Complaint history review: a review of complaints related to p/n 112240, lot #19070212 shows no additional complaints related to the failure in this investigation. A search for the p/n shows 8 additional complaints. They are trackwise complaint #'s (B)(4). Conclusions: the failure mode of a cross threading pelvic array adaptor assembly was confirmed. The issue occurred during a case however, there was no delay, no harm to the patient, and the case was completed successfully. Corrective action/preventive action: no further action is required.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio), when cross threading of instruments occurred.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio), when cross threading of instruments occurred.